Event description:
It was reported that intra-op, left balloon inflated to 3.0ml (106 psi). Balloon burst after injecting 2.0ml cement from the right side. The ibt (inflatable bone tamp) failed during the first insertion attempt into the vertebral body. The rupture occurred during inflation. Volume prior to rupture was 3 cc. The patient was not allergic to the contrast media. There were no patient symptoms or complications as a result of this event.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.